Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was pacing the atrium. The lv lead was reprogrammed. The lv was later explanted and replaced. The cardiac resynchronization therapy defibrillator (crt-d) exhibited early depletion. The device was ex planted and replaced. No patient complications have been reported as a result of this event.